Manufacturer narrative:
(B)(4). A trend review will be performed. A batch review of lots h13k22098 and h14a15067 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13k22098 and h14a15067 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. One the same day, the patient was hospitalized for the event. The patient was treated with an unspecific antibiotic treatment intravenously. The patient was discharged from the hospital after five days. It was reported that pd therapy was discontinued and the patient began hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2.